Event description:
During an endoscopic retrograde cholangiopancreatography procedure in the bile duct, the cutting wire broke. The procedure was completed with a second device. There were no complications and the pt is "fine".